Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced ¿patient had 60 ml vanco scheduled. Piggy back was hung and correctly programed to run over an hour. After hitting run, nurse noticed it was running much faster than the 60 mls/hr programed (64gtts/min). Stopped pump right away and tried reprograming multiple times and with multiple pumps with same result. Stopped right away each time. Called charge rn to come in and look/try as well but had some results. Secondary would also still drip even when maintenance was clamped. Ended up taking full tubing set down and stringing up a new maintenance line and new vanco. Reprogrammed new tubing in same pump and it infused at the correct rate without problems. Tubing emptied and saved in plastic bag.¿ this event occurred during drug delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.